Event description:
It was reported, the pt experienced nausea and abdominal pain as a result of positioning on the operating table during implant. Follow-up revealed the symptoms resolved without any medical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.